Event description:
The pt was being fed using a pump. The reporter stated the "food pump overfed the baby". No details regarding the extent of the overdelivery were provided. There was no illness, injury or medical intervention resulting from the event. One pt involved.